Manufacturer narrative:
One catheter with attached bd 1ml syringe at gate valve was returned for evaluation. The balloon was found to be ruptured at the center area of the balloon latex longitudinally and the ruptured edges were not able to match up. No resistance was felt during injecting air into the balloon inflation lumen. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body, balloon bonding sites, or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of balloon inflation difficulty could not be confirmed; however, customer report of balloon rupture was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. When there is fragments from the swan ganz catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. It is unknown if user or procedural factors may have contributed to the event. This incident occurred before use so there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that there was difficulty inflating the swan ganz catheter balloon before use. The balloon ruptured when the customer tried to inflate the balloon with more force. There were no patient complications reported. Patient demographics not available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.